Event description:
It was reported an over infusion event. The antibiotic was programmed to run for an hour, however the infusion completed within thirty (30) minutes. This was reported to bd representatives during site visit. There was patient involvement, however no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, concomitant med prod data additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of antibiotic was not confirmed from the review of the device logs or reproduced during laboratory testing. The suspect pump module passed the unregulated flow testing process and infused within specification with no anomalies observed during testing. The inspection process did not find any issues or anomalies with the suspect pump modules that may have been a contributing factor for the occurrence of an over infusion event. All inspected parts were manufactured by bd. A review of the suspect pump modules error log showed no errors or malfunctions relevant to the facility¿s complaint. Based on the review of the logs, on 7 october 2025 at 2:03:03 pm, a review of the pcu event log showed that the suspect pump module was attached to the concomitant pcu and powered on, the user selected ¿no¿ to new patient and selected the ¿adult & cancer centr¿ profile. On 8 october 2025 at 12:56 pm, suspect pump module was selected and user programmed a basic infusion with a rate of 50ml/h and volume to be infused (vtbi) of 50ml. The infusion was started and recorded a pvi of 522.104ml, an accumulated from previous infusions. At 12:57 pm, pump module was selected and user modified rate to 113ml/h and vtbi to 35ml. At 12:58 pm, remote IV was received and received a message of ¿unable_to_match_medication_to_profile¿. Pump module was selected and user programmed a secondary basic infusion with a rate of 113ml/h and vtbi of 113ml. The infusion was started and recorded a pvi of 524.056ml and a secondary volume infused (svi) of 0ml. At 1:36 pm, pump module was selected and infusion was continued, a few seconds after infusion was paused. At 1:37 pm, pump module was selected, silence key was pressed and infusion was restarted. Recording a pvi of 524.056ml and svi of 72.267ml. Few seconds after, infusion was paused and one (1) minute after infusion was restarted. Recording a pvi of 524.056ml and svi of 74.193ml. At 1:59 pm, secondary infusion completed and switched to primary infusion. Recording a pvi of 524.056ml and svi of 113.014ml. Immediately after, pump module was powered off but system shutdown was cancelled. At 2:10 pm, pump module was selected and previous infusion was restored. Pump module was powered off and recorded a total volume infused of 637.933ml. No more infusions were recorded on this date for the suspect pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The incident administration set was not returned for this investigation; therefore, testing could not be performed. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The user manual also states that when programming a secondary piggyback infusion, confirm that the programmed secondary vtbi matches the actual volume of the bag (including any additives or overfill). This ensures the entire secondary volume infuses at the correct rate. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report over infusion of antibiotic could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event. The antibiotic was programmed to run for an hour, however the infusion completed within thirty (30) minutes. This was reported to bd representatives during site visit. There was patient involvement, however no harm.